Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the acoustic lens and ultrasound probe where stain entered inside the lens through the gap could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had a shadow cone in the image. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found there was a gap in the adhesive on the distal end leading a stain to enter the lens and there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found he following: due to wear of forceps elevator lever, upwards knob cannot be locked securely; grip has a scratch; air/water cylinder has discoloration; due to deformation of suction-connector, water tightness is lost; due to damage on acoustic lens, displayed ultrasound image is defective; acoustic lens has a scratch; adhesive on the bending section cover or distal sheath rubber has a wear; and connecting tube has coating peeling. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.